Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found driveshaft lug being stuck on the retraction stop. This issue is a lead performance failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to an infection. No further patient complications have been reported as a result of this event.